Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the sagittal saw attachment device came apart. According the reporter, it was the silver knob that turns to secure the cutter device came apart. It was unknown if there were any delays to the planned surgical procedure. A spare device was used to complete the procedure successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device turn knob and threaded ring came off, the set screw's threads were worn and there was an unknown liquid was found inside the device. Therefore, the reported condition was confirmed. The assignable root cause for worn components was determined to be due to normal wear from use and servicing over time and the root cause for component damage was caused by improper cleaning methods. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.